Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife), contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately on (B)(6) 2017, when the patient obtained alleged inaccurately high blood glucose results of ¿356, 275, 191, 289 and 233 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (unknown brand), which he self-adjusts. The reporter stated that after obtaining the alleged inaccurate results, the patient administered ¿extra insulin¿; the exact dose was not specified. The reporter stated that about an hour later, the patient experienced ¿insulin crash¿ a few times and the emergency medical services (ems) were called. The reporter indicated that a blood glucose result was obtained on the ems meter, but the reporter was unable to recall the result. The reporter indicated that the patient was treated with ¿oxygen and d50 dextrose¿ by the healthcare professionals. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that the meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. The products involved in this complaint were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient for his comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Insulin crash requiring hcp intervention, after the alleged product issue began.